Event description:
It was reported that a patient underwent a sacrocopopexy and rectopexy in 1997 and mesh was implanted. The patient experienced erosion, dyspareunia, discharge, and pain in 1999. The patient has undergone excision of the mesh in 1999, (B)(6) 2000, (B)(6) 2000. She required a refashioning in (B)(6) 2000. Further mesh erosion excised under general anaesthesia in (B)(6) 2001, (B)(6) 2002 and (B)(6) 2003. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.